Manufacturer narrative:
The customer complaint of pacing anomaly was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including functional verification under field settings did not find any pacing anomaly and visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the pacing anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the pulse generator was not pacing. The device was not used and a new device was implanted successfully. The patient was stable.